Event description:
The customer reported using an ic9-rs probe for an ob exam and they announced twins to the patient. However, they also noted they saw a double image and did not trust the image so they scheduled a second exam the next day using a different system. During the second exam the customer observed one fetus and explained to the patient there was only one fetus. Later they contacted ge healthcare to replace the probe, and ge healthcare replaced the probe.

Manufacturer narrative:
Legal manufacturer: hcs kretz - (B)(6). The customer has contacted ge healthcare due to the malfunctioning probe, and the customer's report of the incident indicated there was no harm to either the patient or the fetus. Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on (B)(6) 2023. The FDA recall number is 8020021-12/29/23-001-c. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component, and this malfunctioning probe has been replaced (B)(6) 2024.